Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose level. Blood glucose level at the time of the incident was 30 mg/dl. Customer stated insulin pump had button error, frozen display and also were no longer functional. Customer stated time was not advanced. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Information related to event date and event was incorrect in summary narrative and correct information provided with this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose level after giving themselves manual injections of insulin. Blood glucose level at the time of the incident was 30 mg/dl. Customer stated insulin pump had button error, frozen display and was not functional. The button issue occurred on (B)(6) 2020. Customer stated time would not advanced. The insulin pump will not be returned for analysis.